Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of broken ceramic insulation at distal end was due to a component failure of the sheath. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath, 24 fr. Exhibited damage to the plastic part of the tip. The issue occurred during transurethral lithotripsy (tul) therapeutic procedure. The intended procedure completed with the same device. There were no reports of patient harm.